Event description:
The customer reported, via email, that she was hospitalized three times between 2009 and 2011 due to diabetic ketoacidosis. The customer stated that the hospitalizations were due to faulty supplies as well as issues where the insulin pump stopped working during the night. The customer stated that she almost died in 2009 due to the insulin pump not delivering insulin during the night, which also caused a heart arrhythmia. The customer is no longer on insulin pump therapy due to all of her problems, and due to not having a job or health insurance. Reached out to the customer, but she was not available. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.